Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon was unable to maintain pressure. The following information was received with the analysis: additional information received in november 2005: "after inflation (at the end up to 22 atms), the balloon did not inflate. With a 2mm syringe it was possible to remove the contrast out of the balloon. It took many attempts. The physician was unable to deflate the balloon, at 14/16 atm, it was then decided to over inflate to let the balloon burst but it didn't happen at 22 atms. The balloon could be deflated (slowly) later with small syringes."